Event description:
A report was received that the pt is having to charge her implant more frequently. A bsn rep analyzed the pt's database and confirmed premature battery depletion. The pt underwent a ipg replacement procedure.